Manufacturer narrative:
The investigation could not determine a specific root cause for the event. It was determined the carryover due to the issues found by the fsr would have caused higher results, and not lower results. Therefore, these issues were not the cause of the event. No other analyzer or reagent issue was suspected. No adverse event was reported.

Event description:
The customer received a questionable microalbumin (albumin generation 2) result for one patient urine sample. The initial result was 3.9 mg/dl and was reported outside the laboratory. The physician questioned the result and the sample was repeated. On (B)(6) 2013, the repeat result was 4.2 mg/dl with a data flag and 425.6 mg/dl when tested with a decreased sample volume. The repeat result was believed to be correct. The patient was not adversely affected. The albumin reagent lot number and expiration date were not provided.

Manufacturer narrative:
The field service representative found a small cut in the detergent dispense tubing which was not allowing a full amount of detergent to fill the cuvette resulting in carry-over. He repaired the detergent tubing and readjusted cuvette rinse levels. To verify the analyzer operation, he successfully initialized the analyzer and verified the rinse levels. The customer then successfully ran controls and a patient precision.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.